Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt the implantable pacing lead exhibited high impedances and high thresholds. Another lead was used. No patient complications have been reported as a result of this event.